Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other six perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with seven proglide devices were attempted in a calcified common femoral artery (cfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, suture breaks occurred with the seven proglide devices. A cut down was performed to achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break is confirmed as a needle to cuff miss/suture retrieval issue was observed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with three proglide devices in the right common femoral artery and four proglide devices in the left common femoral artery. No additional information was provided.